Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed irritations and sores on his back where the vibration box sits. There was no alleged device malfunction contributing to the irritation. It was recommended a physician to remove the device for an hour a day and to wrap the vibration box in foam. Follow up indicated that the patient was having no further skin issues.